Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction code appeared again.